Event description:
Ous MDR - it was reported that the lead was explanted after 105 months of implantation time. The reason was oversensing with partially inappropriate shock deliveries. The patient was admitted to the hospital, and a lead revision was performed. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
In the returned state, the lead was cut into three pieces, which were available for analysis. However, the cutting edges of the lead did not fit. The returned lead fragments were thoroughly analyzed. The analysis showed multiple signs of abrasion along the lead fragments. In particular at the distal fragment, the insulation was damaged due to fraying. This damage manifestation is with high probability the cause of the complained-about vf episodes with shock delivery. The position and characteristics of the fraying lead to the assumption of strong mechanical stress on the lead in the region of the tricuspid valve. Considerable lead movement should be considered as cause. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. In addition, a deformation of the proximal shock coil was noticed, which is most likely a result of high tensile forces during the explantation process. There were no indications of material defects or manufacturing errors.